Event description:
Transferring pt from stretcher to procedure table, found brakes not working. Had to put my body against the stretcher to keep it from moving away from procedure table during pt transfer.